Event description:
It was reported that balloon detachment occurred. A 8.0 x200, 135cm charger balloon catheter was selected for use for a fistulogram and an arteriovenous graft. The catheter was advanced for treatment, however, it was noted that the balloon came off of the catheter when putting it into the sheath. The procedure was completed with another of the same device. No patient complications were reported.